Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -08.00 diopter, within the same surgery due to excessive vaulting and the problem was resolved. The patient did not want another icl lens implanted. Cause of the event was unknown.

Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic torn/bent. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).